Event description:
The pt underwent magnetic resonance imaging and the implantable neurostimulator hybrid circuit locked up. The device was replaced. No other pt symptoms or device troubleshooting was reported. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
This report is being submitted following an internal audit.